Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is completed and more information is available. For this reason, terumo references evaluation code.

Event description:
The user facility reported to terumo cardiovascular systems that, in error, the customer used an rx oxygenator on a patient rather than the intended fx oxygenator. The event occurred approximately five months ago, but was not reported until (B)(6) 2014. No known impact or consequence to patient. Product was not changed out. Surgery was successfully completed.